Event description:
It was reported that the atrial lead exhibited loss of capture and noise due to lead dislodgement. The lead was capped during a routine device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.